Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the unit passes opcheck but the paddles made a spark when connected to a mannequin. There was no patient involvement.